Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
On (B)(6), 2010, the physician implanted 2 protege stents. In the end of (B)(6), the pt was in the hospital again with the stented vessel completely obstructed. The protege stent was broken in the distal section of the proximal part of the stent. The physician took the pt for surgical bypass, but did not remove the stent. Please see MDR 2183870-2010-00192 for the other protege stent.